Manufacturer narrative:
Model number/catalog number 720185-01. Serial number n/a. Batch/lot number unknown. Model/catalog description reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of erosion is acknowledged within the IFU and are not related to off-label use or failure to follow instructions. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed, and erosion related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced urethral erosion. A surgical procedure was performed to remove the right cylinder and the right rear tip extender (rte). Several months later, the remaining components were explanted and a new ipp was implanted. The event of urethral erosion has been resolved. No further patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced urethral erosion and bleeding (dark red blood). A surgical procedure was performed to remove the right cylinder and the right rear tip extender (rte). Several months later, the remaining components were explanted and a new ipp was implanted. The event of urethral erosion and bleeding have been resolved. No further patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced urethral erosion. A surgical procedure was performed to remove the right cylinder and the right rear tip extender (rte). Several months later, the remaining components were explanted and a new ipp was implanted. The event of urethral erosion has been resolved. No further patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Model number/catalog number 720185-01.serial number n/a.batch/lot number unknown.model/catalog description reservoir flat iz 100 ml.unique identifier (UDI) # (B)(4).detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of erosion and blood loss are acknowledged within the IFU and are not related to off-label use or failure to follow instructions. A risk review was completed; erosion related symptoms and blood loss are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of erosion and blood loss are known risks associated with this device type and indicated as such in the instructions for use. The based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.